Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 4 of 4 reports linked to mfg report numbers: 9612007-2021-00006, 9612007-2021-00007, 9612007-2021-00008. A facility reported that during endoscopic treatment with neuro balloon catheter (product ID 7cbd10) in the operating room (or), four neuro balloons were inflated and deflated, and all of them had a hole. The clinician had to substitute them with a new one. The balloons were in contact with the patient, and this event led to an increase of surgery time of 1 hour. There was no patient injury or death.

Manufacturer narrative:
The neuro balloon was not returned for evaluation; therefore, an evaluation of the device could not be performed, thus the complaint is unverifiable. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. As recommended in the instructions for use, each device was tested for inflation before insertion into the endoscope, and no problem was noted. Per risk file, possible causes of burst during use could be damage during insertion with the cannula or insertion tool, or over-inflation. The instructions for use warn that the neuro balloon catheters are extremely delicate instruments: extra care must be taken in their handling and use. They also state that risk of incident such as balloon rupture may potentially occur during procedure. Without actual device to investigate, given the routine manufacturing controls and the complaints /sales history, no further investigation or corrective action is deemed required. At present, we consider this complaint to be closed.

Event description:
N/a.